Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that prior to the implant procedure the field representative was attempting to program this subcutaneous implantable cardioverter defibrillator (s-ICD) and received a message noting that due to poor telemetry the programming was unable to be confirmed. The same message displayed after the field representative left the operating room and also with another device. Boston scientific technical services (ts) was consulted and discussed that once automatic set up is run, the issue resolved. Thus the subcutaneous implantable cardioverter defibrillator (s-ICD) was cleared for future implant. No patient involvement occurred with this device.